Event description:
It was reported intraoperatively, there was heavy bleeding between the valve and the graft which extended pump time. There were reported to be no adverse consequences to the patient and the device remains implanted. Additional information has been requested.